Event description:
The customer reported obtaining low patient results with multiple flags (g, *) for alanine aminotransferase (alt), aspartate aminotransferase (ast) and total bilirubin (tbil) on their au5800 clinical chemistry analyzer. The low results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but provided initial results for three patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the broken cuvettes, cleaned the incubator and the wash station and adjusted the position of the regent probe to resolve the issue. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).